Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported bend and separation of the guidewire was confirmed via returned device analysis. The reported failure to advance could not be replicated during analysis as it was based on circumstances of the procedure. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the hi torque guide wire instruction for use (IFU) states do not: push, auger, withdraw, or torque a guide wire that meets resistance.

Event description:
It was reported that this was a procedure to treat an un-specified coronary lesion. The balance middleweight (bmw) guide wire was advanced through the radial artery, which had a 360 degree turn. The physician was attempting to straighten out the artery, but the guide wire became bent 40-60 cm from the tip due to the resistance with the anatomy. While pushing the guide wire, it broke, leaving approximately 60 cm of the guide wire in the radial artery. A snare device was used in an attempt to remove the separated portion, but was unsuccessful. The procedure was aborted and the patient was transferred back to the patients local hospital. The separated portion was then removed by a vascular surgeon; however, it was noted that the patients arm has become swollen from internal bleeding due to being on warfarin/aspirin/clopidogrel. The patient has discomfort in the arm, but was confirmed to be clinically stable. With no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.